Manufacturer narrative:
Additional information: a review of the event history log identified primary audible alarm post.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the bottom case is cracked under the l-bracket, keypad is scratched. The customer stated problem was not duplicated. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm. No adverse effects were reported.